Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to corrosion on the connector. However, it was not possible to further clarify the cause of this corrosion. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: cracked and peeled bending section cover or distal sheath rubber glue; flooding to scope connector; electrical insulation mega ohm; and flooding to ultrasound connector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope showed error incompatible ultrasound endoscope/probe and no ultrasound image. There were no reports of patient involvement.